Event description:
Customer's daughter reported customer received a reading of 110 mg/dl from their freestyle lite meter which was higher when compared to the hcp meter. Customer's daughter also reported customer experienced symptoms of lethargy, confusion, sluggish speech, sweatiness with a reading of 110 mg/dl. Paramedics were called and they obtained a reading of 36 mg/dl from their hcp meter and treated customer with intravenous glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(4). One sample was received by he manufacturing facility for evaluation. The manufacturing facility performed a visual inspection. The complaint was confirmed in the lab. A review of the batch record documents was performed with no issues noted during the manufacturing process. Units are 100% inspected pre- and post- sterilization by production and quality performs an s-3 per batch for in-process finals. Investigative action at the final manufacturing area has failed to uncover a manufacturing related cause that would contribute to this type of incident. During evaluation there was some evidence to suggest that the donor tube may have been excessively long and may have been exposed to impact or additional stress. Specific root cause was not determined. A customer response was provided regarding the excessively long donor tube.

Manufacturer narrative:
Complaint no: (B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered during thawing. Due to the breakage it was reported that the patient did not receive the intended cell dose for therapy. This reduction in available treatment is considered a serious injury. An attempt should be made to determine the status of the patient engraftment and the outcome of the patient. (B)(6), md, medical director. A follow-up will be submitted upon completion of sample evaluation.

Event description:
The tubing between the 2 ports broke from the bag and all the product was lost. Additional information received: the customer advised that the bag broke during thawing. Due to the breakage the patient did not have the intended cell dosage for infusion.